Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat600648 and bat650868 revealed that the devices passed visual examination and functional testing. The batteries were able to charge properly on a test battery charger with no anomalies observed. Of note, it was observed that bat600648 and bat650868 had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional observation not related to the reported event, which can be attributed to the batteries reaching the end of their useful life. Failure analysis of bat905556 revealed that the battery passed visual examination. Functional testing revealed that the device was received in an inoperable state; the battery was completely depleted and was unable to charge due to a disabled charge (chg) field-effect transistor (fet), which is an abnormal arrangement of the battery control fets. Additionally, during functional testing, test equipment registered abnormal battery status values. These observations are indicative of a fault of the integrated circuit (ic) that controls the battery. The battery was unable to be fully reset. Further investigation using a r epresentative sample revealed that the observed inoperability of the battery can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported bat905556 not charging event was confirmed; however, the reported bat600648 and bat65 0868 not charging event could not be confirmed. The most likely root cause of the inability of bat905556 to charge can be attributed to a faulty integrated circuit that controls the battery, potentially due to an esd event. CAPA pr00519785 is investigating battery issues related to esd. A possible cause of the reported bat600648 and bat650868 not charging event may be attributed to a marginal connection between the batteries and the battery charger. Additional products: d4: serial #: (B)(6) d9: yes, return date: 07-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d4: serial #:(B)(6) d9: yes, return date: 07-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: the most likely root cause of the inability of (B)(6) to charge can be attributed to a faulty integrated circuit that controls the battery. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the fault in the main integrated circuit has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Mfg date: 25-may-2018. (B)(4). Heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial #: (B)(4). UDI #: (B)(4). Mfg date: 28-sep-2018. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not charging. The batteries were removed from use. No patient complications have been reported as a result of this event.